Manufacturer narrative:
The ventilator was investigated by our field service engineer. The safety valve membrane was dirty and was cleaned. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported failed internal leakage test during pre-use check. The root cause of the reported failed pre-use check was foreign contamination on the safety valve membrane. This will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed the failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).